Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery spatula (pcs) instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, the permanent cautery spatula (pch) had engagement issues. The procedure was converted to an open surgical procedure. However, the reason as to why the case was converted to open surgery is unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) instrument and performed failure analysis. The instrument was analyzed and found to have failed the mechanical engagement sequence. The instrument pitch inputs failed to engage with the in-house system's sterile adapter during multiple attempts. A log review confirmed engagement failures. Common causes of engagement failures are attributed to an over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks. The complaint was confirmed by failure analysis. The instrument was also found to have the cable crimp from the wrist control cable at the grip hub dislodged. As a result, the cables appeared to be broken but were not. The cable crimp was captured inside the welded grip. The root cause of this failure is attributed to a component failure.

Event description:
Refer to h11 for follow-up information.